Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead dislodged and exhibited no capture. It was also reported the right atrial (ra) lead dislodged and exhibited high thresholds. The rv lead and ra lead were explanted and replaced with a leadless pacing system. No patient complications have been reported as a result of this event.